Manufacturer narrative:
(B)(6). Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an inseparable latch of drawer main that had lost its magnet. The field service engineer removed the defective latch and replaced it with a new latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer and cubie failure. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.